Event description:
A 6mm diameter x 18mm length racer biliary stent system was inserted into a pt for the endovascular treatment of a 70% stenosed left renal artery lesion in 2004. It was reported that the delivery system was flushed but no negative pressure was applied. The lesion site was not pre-dilated. The pt's vessels were reported to be non-tortuous, with little calcification. The renal artery was somewhat angulated and formed an upside-down "v". It was reported that the tip of the stent delivery system was placed at the apex of the vessel bend. During inflation of the balloon the distal tip inflated first and caused the entire delivery system to move backwards towards the aorta. After deployment approx 3mm of the stent was left inside the aorta. No sequelae were reported and the pt is reported to be fine.